Event description:
It was reported the physician thought the implantable neurostimulator (ins) battery ¿lasted less¿ than a different model the manufacturer produced. It was further reported they thought this occurred ¿especially using the pocket adaptor.¿ it was stated the ins had undergone ¿premature¿ battery depletion and was replaced as a result. It was noted the event was a ¿general comment¿ reported by the physician. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported the physician thought the implantable neurostimulator (ins) battery ¿depleted earlier than normal¿ and that it ¿may be due to the adaptor.¿ it was stated the ins had undergone ¿premature¿ battery depletion and it was planned to replace the device in (B)(6) 2014. It was noted the event was a ¿general comment not related to a specific case¿ as reported by the physician. It was also noted the patient experienced ¿dyskinesias¿ that were associated with the event and they were alive with no injury at the time of report. Additional information noted the patients ins and adaptor remained implanted as of four weeks after initial report. There was no further information known about a possible revision at that time.

Manufacturer narrative:
Product ID: 64002, serial# unknown, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).